Event description:
A patient reports while wearing a pod between 24 and 36 hours they had received an occlusion alarm. In addition the patient reports upon removal of the pod from the infusion site (abdomen), the cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The investigation found no evidence of a damaged cannula. The download data showed that the pod did not generate any hazard alarms during operation. The investigation found no issues that would contribute to a hazard alarm.